Event description:
User facility submitted a voluntary medwatch to the FDA as follows: "the nurse was preparing the drainage system for use on a pt when she noticed that the sliding panel was broken/split. The system was not usable. There was no pt harm. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
To date, the device involved in the reported incident has been rec'd for evaluation. An investigation has been initiated based on the reported info. The manufacturing process of this device is such that a unit is verified several times for slider function as well as other tests. Manufacturing personnel have been informed about this reported incident.